Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during left ventricular assist device procedure, ventricular tachycardia (vt) occurred at 150 to 160 bpm but was undersensed. Boston scientific technical services (ts) was consulted and reviewed the electrogram strips. Ts stated there appears to be some undersensing on the rv channel which caused the device to rv pace. This further prevents the device from appropriately detect the vt. The duration of delay in therapy was unknown. At this time the system remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
--